Event description:
It was alleged that during an infusion on a pt, a 1ml slip luer syringe, filled with an anaesthetic drug, was attached to the administration set to give a bolus into the set. The syringe would not remain properly attached to the set. When the bolus was given, an incorrect amount of medication entered into the set. Another bolus of the anaesthetic drug had to be administered into the set. There was no result pt consequence.